Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, the head of the solera screw driver broke when the surgeon was fixing the screw. A different sloera driver was used to complete the procedure. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.